Event description:
It was reported that this right ventricular lead and associated cardiac resynchronization therapy defibrillator (crt-d) detected an alert for shock impedance out-of-range. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.